Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the keypad not working was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an the 'third keypad button from the left of the top row is not working'. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.